Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported implant malposition. Healthcare professional later reported capsular contracture, baker grade unknown. The device remains implanted. This relates to the left side.

Event description:
Healthcare professional reported rupture upon surgery.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6 reason for reoperation: rupture found during surgery.

Event description:
Patient reported implant malposition (not device related). Healthcare professional reported left side capsulectomy due to left side moderate calcification (not device related), moderate implant malposition (not device related), and capsular contracture baker grade iii. Healthcare professional later reported left side capsular contracture, baker grade unknown. Device has been explanted. Treatment : capsulectomy.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6b, g2, h6.